Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered units of insulin into the bolus menu when attempting to enter grams of carbohydrates and blood glucose (bg) level, resulting in the delivery of more insulin than intended. Bg level was 53-55 mg/dl. Bg was treated via glucose tablets and juice. Tandem technical support instructed the customer to review the bolus amount prior to delivering bolus insulin. Customer acknowledged.